Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material#: 303393. Batch#: 5065846. Verbatim: xx sticker says 303393 (10cc) on the outside of the box but in-side of the individual each/packaging says 303392 (5cc), but the product in-side the wrapper is actually the 10cc. Additional information provided: the product was discovered on 08/08/2025 at our (B)(6) hospital first, then our (B)(6) hospital after we notified them. We have(B)(4) at (B)(6) and (B)(4) at (B)(6).

Manufacturer narrative:
(B)(4) follow up for device evaluation. Four sealed samples of 10ml twinpak syringes (part number 303393) from batch 5065846 were received and evaluated. Each package contained the correct 10ml syringe; however, all were labeled with a 5ml top web, resulting in a labeling discrepancy. This condition is non-conforming per product specifications. The provided images show both sides of the packaging, clearly illustrating the mismatch between the syringe size and the top web label. The root cause appears to be related to the packaging process, and a corrective and preventive action (CAPA) has been initiated to address the issue. Furthermore, a device history record review was completed for lot number 5065846, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect.